Event description:
The event is reported as: the customer alleges that during an emergency intervention on a homecare patient, an intubation was attempted with the lma fastrach device. Once the catheter was in place it was impossible to inflate the balloon. Intervention: the patient was extubated and then re-intubated with a new device, however the end result was the same as the first device. There was no confirmation that there was patient harm during the reported event.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.